Manufacturer narrative:
Product event summary: the lead was received with conductors intact from pin to tip and ring to ring, but the serial number was gone, and analyzed. Analysis indicated the lv1/distal conductor was fractured in-vivo in the anchoring sleeve area. The proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported post-operative that the right ventricular (rv) his bundle lead exhibited an increase in sensing integrity counter (sic). It was further reported that the rv his lead exhibited oversensing. The right atrial (ra) lead was returned to the manufacturer, analyzed and tested out of specification. The rv his lead was explanted and replaced. No patient complications have been reported as a result of this event.